Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported, that prior to a surgical procedure. The tip/sleeve was observed, to be broken. It was also reported, that this event did not occur, during a surgical procedure. And there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that prior to a surgical procedure, the tip/sleeve was observed to be broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.